Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine in-clinic device check. Upon interrogation, the atrial lead exhibited noise which resulted in multiple inappropriate mode switches. The noise could be reproduced with isometric testing. A pulse generator connection issue to the lead was suspected. No patient symptoms or additional information was reported.